Manufacturer narrative:
The bur and attachment subject to this investigation was not returned for evaluation, if the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during an anterior cervical discectomy and fusion procedure, the bur broke in the attachment. It was also reported that a back-up device was available to complete the procedure. It was further reported that there were no delays and no adverse consequences as a result of this event.